Event description:
It was reported that a homechoice cassette had a connection issue. The patient folded the wings of a solution bag and when turning the connection to the right, "it kept spinning without stopping". This was observed during priming of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.